Manufacturer narrative:
(B)(4). Device evaluation summary: a broken needle was received for evaluation and a fracture was observed in the body of the needle. The needle was microscopically examined for this evaluation. The evaluation revealed the fracture was composed of predominantly microvoid coalescence, which is evidence of a ductile overload failure. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch lhb868 manufacture date: 07/10/2017, expiration date: 06/30/2022. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported needle broke during use on unknown date. Upon evaluation, a broken needle was returned for analysis. There was no patient consequences reported.